Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, the returned in two segments where the first segment consist of detached balloon without the inner guide wire lumen. The distal tip was bunched within the balloon and one marker band was present within the balloon and the second segment consist of the remaining balloon and catheter and inner guide wire lumen. All the anomalies can be able to confirm under the microscopic observation. No other functional evaluation performed due to the condition of the device. Therefore, the investigation is confirmed for the reported balloon rupture as the compound rupture has noted to the device returned for evaluation. The investigation is also confirmed for the identified detachment of device as the device returned for evaluation in two segments. A definitive root cause for the alleged balloon rupture and identified detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 04/2023 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angiogram of the right lower extremity, the pta balloon allegedly ruptured. It was further reported that a foreign body was removed along with the balloon as a whole unit. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during an angiogram of the right lower extremity, the pta balloon allegedly ruptured. It was further reported that a foreign body was removed along with the balloon as a whole unit. The patient's current status was unknown.